Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37092, lot# 271470001, implanted: (B)(6) 2011, product type: accessory. Product ID: 377845, lot# v011102, implanted: (B)(6) 2006, product type: lead. Product ID: 377845, lot# v011102, implanted: (B)(6) 2006, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).

Event description:
It was reported that the patient had the device removed "a couple months" prior to report due to the pain it caused her after she lost 100 lbs. The device was reportedly giving the patient trouble by "rubbing against her spine." Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.